Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during a procedure, the rx vision stent delivery system (sds) was withdrawn from the packaging coil, and when the protective sheath was removed, the stent remained inside the sheath. Therefore, the sds was not used on the patient and was discarded. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. If significant pressure is inadvertently applied during removal of the protective sheath, the stent implant can become disrupted on the balloon, facilitating dislodgement. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this case, without the device to evaluate, a conclusive root cause cannot be determined.